Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR)- lot 5949481, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The device was visually inspected, cut/tear in the silicone housing around the siphon guard was found. The siphon guard was visually inspected marks were noted in the siphon guard. The complaint is confirmed. Root cause analysis- the root cause for the cuts/tears in the silicone housing around the siphon guard are probably due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks found in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A surgeon reported: " the patient presented to my clinic with functional decline and recurrent symptoms consistent with his prior diagnosis of normal pressure hydrocephalus. He was noted to have fluctuance under his prior shunt incision. I sent him for a fluoroscopic shunt series, which indicated that the patient was in shunt failure. I therefore scheduled him for shunt revision surgery. Prior to surgery, I obtained a stereotactic head CT in the event that a new ventricular catheter would be needed. On the CT, there was evidence of possible disconnection of the distal tube and the valve. However, at surgery, the distal tube was indeed secured to the distal end of the valve. The siphon guard had actually completely broken off from the valve and csf was leaking from the valve into the surgical site rather than into the abdomen via the peritoneal catheter." The valve was removed and replaced.